Event description:
It was reported that the bd intima-ii¿ closed IV catheter system heparin cap ruptured and fell off during the scan, causing blood leakage. The following was translated to english: the head nurse reported that during an enhanced MRI examination on a 7-year-old child, she found that the head of the heparin cap on the indwelling needle had fallen off, causing a small amount of blood to leak out. Received an update from the sales representative, the event description was updated as follows: at around 16:55 on (B)(6) 2023, the patient underwent MRI enhancement with an indentured needle infusion of gadolinium contrast agent due to central precocious puberty. Before use, the outer packaging of the product was checked for abnormalities, and the puncture was smooth for the first time. When preparing for the examination, the head of the indwelling needle heparin cap fell off, and a little blood oozed from the puncture site of the child. The nurse on duty soothed the child and his family, wiped the blood stains, and observed that the child was frightened but in good condition. Check that the indwelling needle is deformed and can no longer be used. Re-puncture with indwelling needle of the same batch number to complete the examination. Received update from sales representative, event description updated as follows: the y-type heparin cap of huima 383904 was ruptured during MRI enhanced CT, resulting in blood overflow. Y-shaped needle-less connector unscrew the attached high-pressure syringe. Check the high-pressure automatic infusion injection. When used, the pressure value is not more than 300psi, and there is no repeated puncture.

Manufacturer narrative:
H6: investigation summary. A device history review was conducted for lot number 2105320. Our records show that this is the only instance of this issue occurring in this production batch. The retained sample of this batch for 45psi system leakage test, and no abnormality was found. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus with y-shaped adapter is an infusion only device and is not rated for high pressure injections. H3 other text : see h10.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system heparin cap ruptured and fell off during the scan, causing blood leakage. The following was translated to english: the head nurse reported that during an enhanced MRI examination on a 7-year-old child, she found that the head of the heparin cap on the indwelling needle had fallen off, causing a small amount of blood to leak out. Received an update from the sales representative, the event description was updated as follows: at around 16:55 on (B)(6) 2023, the patient underwent MRI enhancement with an indentured needle infusion of gadolinium contrast agent due to central precocious puberty. Before use, the outer packaging of the product was checked for abnormalities, and the puncture was smooth for the first time. When preparing for the examination, the head of the indwelling needle heparin cap fell off, and a little blood oozed from the puncture site of the child. The nurse on duty soothed the child and his family, wiped the blood stains, and observed that the child was frightened but in good condition. Check that the indwelling needle is deformed and can no longer be used. Re-puncture with indwelling needle of the same batch number to complete the examination. Received update from sales representative, event description updated as follows: the y-type heparin cap of huima 383904 was ruptured during MRI enhanced CT, resulting in blood overflow. Y-shaped needle-less connector unscrew the attached high-pressure syringe. Check the high-pressure automatic infusion injection. When used, the pressure value is not more than 300psi, and there is no repeated puncture.